Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. Patient was advised to forget transmitter in (B)(6) settings , uninstall the g5 application, reset smart device, then reinstall the g5 application. Dexcom representative relinquished the transmitter. Patient was successful at establishing a connection. No additional patient or event information is available.